Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing set was primed with dextrose 5%. It was reported when the nurse picked up the primed tubing set, the tubing separated from the adapter distal to the cassette. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.